Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for pseudomonas twice and came back as positive both times. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: d8, d10, h3, h6, h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Based on the results of the investigation and because the user cleaning disinfection and sterilization (cds) processes and culture results were not shared, a root cause could not be determined. Growth of microorganisms were reported to have been found through culture testing by the user after reprocessing. Upon culture testing the device by olympus, growth of microorganisms was confirmed. The device was again culture tested after reprocessing the device in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information has been received from the customer.